Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 186031: 100 items manufactured and released on 02-nov-2018. Expiration date: 2013-10-17. No anomalies found related to the problem. To date, 96 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability due to laxity. 1 month after primary the surgeon revised the insert implanting a thicker one and the surgery was completed successfully.